Event description:
It was reported while using bd plastipak¿ syringes the syringe body was cracked. There was no report of patient impact. The following information was provided by the initial reporter: syringe cracked at the body of the syringe. Seen by the department when the syringe was opened from its packaging to collect an antibody in the ward. Syringe returned and quarantined. Preparation performed using another syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-apr-2022. H.6. Investigation: one photo an one sample was provided to our quality team for investigation. Through visual inspection, a crack in the barrel was observed. A device history review was performed for the reported lot 2109047, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred due to product jamming in the equipment during the assembly process.

Event description:
It was reported while using bd plastipak¿ syringes the syringe body was cracked. There was no report of patient impact. The following information was provided by the initial reporter: syringe cracked at the body of the syringe. Seen by the department when the syringe was opened from its packaging to collect an antibody in the ward. Syringe returned and quarantined. Preparation performed using another syringe.